Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit will not turn on and red x showing. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. Troubleshooting found open circuit at fuse f3. F3 was replaced and the operational check was re-run. At the end, operational check passed. The available information is consistent with a malfunction of the power pca. The cause was open circuit at fuse f3. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was duplicated during lab tests. Found transistor q21 internally shorted sending the 18vdc rail to ground.